Event description:
It was reported that during a device changeout procedure due to normal battery depletion (nbd), the right ventricular (rv) lead exhibited loss of capture (loc) resulting in asystole greater than two seconds. The pacing was resumed immediately when the rv was inserted back into the header of the device. The involved rv lead is a non boston scientific product. No adverse patient effects were reported. It is not expected to receive this device for analysis.